Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by sales rep that customer had a grounding pad on their leg and they also had extensive amount of hair on their leg. The patient did suffer a small burn at the grounding pad site. The procedure was complete without any delays or medical intervention.

Manufacturer narrative:
Discarded by customer.

Event description:
It was reported by sales rep that customer had a grounding pad on their leg and they also had extensive amount of hair on their leg. The patient did suffer a small burn at the grounding pad site. The procedure was complete without any delays or medical intervention.